Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n471989, implanted: (B)(6) 2014, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v020086, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v020088, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of effect and symptoms starting a day prior to this report. The patient was not able to adjust stimulation and they were getting the screen that the implantable neurostimulator (ins) was low. The patient was getting all eight coupling boxes shaded in and they were able recharge the ins. The patient saw the low battery icon on saturday. When the patient synched with the ins they saw off and okay. The patient was able to turn stimulation on and the ins icon was almost full. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 64002, lot# n471989, implanted: (B)(6) 2014, product type: adapter. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3387s-40, lot# v020086, implanted: (B)(6) 2007, product type: lead. Product ID 3387s-40, lot# v020088, implanted: (B)(6) 2007, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
Additional information received reported the patient had had an appointment in october prior to the date of this report and has no f urther appointments scheduled.